Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while the customer was delivering a large bolus, the pump stopped delivering half way through the bolus; an occlusion alarm had occurred. The customer's blood glucose level was not impacted. The customer changed the supplies on the pump and the issue was resolved.